Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) 2015 and this MDR is being mailed on (B)(6) 2015. The investigation into the second incident and of the equipment involved is ongoing and a supplemental report will be provided.

Event description:
The customer notified siemens on (B)(6) 2015 that when the patient was loaded on phs feet-first, left-lateral for a biopsy the table top was moved out of the gantry and the patient's finger was pinched between the table top and the top support. Reportedly, this has happened to two different patients. The first patient was taken to the ER for stitches. The second patient was bruised. The customer reported that the date of first occurrence was more than a year ago, but the customer was not able to provide the exact date. Therefore, the date of the second occurrence, (B)(6) 2015, was used.